Event description:
Patient has been on medications of coumadin (for dvt) and lovenox. One week prior to the eswl treatment for a 5mm kidney stone, pt discontinued the medication. Although the procedure went well, patient checked into the ER 3 days later with pain and blood in the urine. CT scan found a subcapsular hematoma of the right kidney and pt was ordered to be off coumadin and lovenox again. Pt was released from ER 2 days later.